Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: there were no reported product deficiencies. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Although a conclusive cause cannot be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an eccentric 70% stenosed lesion in the mid left anterior descending artery with moderate tortuosity. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent delivery system (sds) was advanced and inflated to nominal pressure. The stent was implanted; however, a distal edge dissection (intimal flap) occurred. A new xience v stent was deployed to treat the dissection successfully and there was no clinically significant delay in the procedure. No additional information was provided.